Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a return of symptoms and an implantable neurostimulator (ins) site that was sore and bruised. The patient was n ot feeling stimulation. The patient programmer (pp) would not power up. She had never used it or changed the batteries. She did not have batteries at the time of the call and no troubleshooting was possible as a result. No trauma/falls were related. The patient was redirected to their healthcare provider (hcp). The return of symptoms was reported to be sudden in (B)(6) 2015. Delayed frequency returned. It was also mentioned that she had no anal ring and had issues controlling her bowels. These bowel symptoms had returned as well. The ins moving in the pocket and the site being sore and visibly bruised was also stated to be sudden, having occurred the day or 2 prior to this report. It was noted that she had gained weight due to inactivity as a result of neuropathy. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information from the consumer reported that the doctor changed the programs and reset the power amount. They reinserted new batteries. The patient noticed changed before the holidays, ¿bad delayed checking¿ etc. It was noted that it was about three and half years since the device was last thoroughly checked and changed. Changing the programs and lowering the power amount led to the patient getting relief. Further information indicated the patient was unsure of definite causes. There was a definite change in urine, bowel activity and frequency. The device was helping after lower ¿frequency¿ was used. The lack of stimulation sensation was resolved.